Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019, senseonics became aware that the user had a recall sensor which eventually resulted in early sensor removal.

Manufacturer narrative:
The sensor was part of a field recall which is being addressed by a corrective and preventative (CAPA). Hence, malfunction can be confirmed and root cause can be attributed to a manufacturing deficiency. H6 method code was updated to 4103. H6 results code was updated to 170. H6 conclusions code was updated to 23.